Event description:
As reported by the field clinical specialist (fcs), during implant procedure for a 29mm sapien 3 ultra resilia valve in the aortic position, during insertion of the esheath+ into the patient, there was difficulty. There was also resistance felt during insertion of the delivery system into esheath+ and the valve would not advance. After applying extra force, the operator used fluoro and noted the valve frame was bent. The valve (without delivery system) also punctured through the side of the esheath+. The delivery system and valve did not exit the tip of the esheath+. After removal of all the devices as a unit, a liner strand was seen on the esheath+. A new 16f esheath+ was inserted and a new 29mm sapien 3 ultra resilia valve was advanced and deployed without further complications. No patient injuries occurred, and the patient was in stable condition.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
This is one of two reports being submitted. A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h6, h10, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery was reviewed, confirming the complaint event. The following was noted: bent thv struts are protruding through the torn/punctured liner. Liner strand stemming from the torn liner. Distal strain relief appears torn. The provided 3mensio was also reviewed, revealing the following observations: calcification and undersized vessels present in patient's left access vessel. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for difficulty introducing sheath was confirmed based on the provided device imagery. Available information suggests that patient factors (calcification, undersized vessel) likely contributed to the event as confirmed via the provided 3mensio. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting the sheath. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures'such as valve frame damage or compromised sheath and delivery system components'as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for inability to advance through sheath was confirmed based on the provided device imagery. Available information suggests that patient factors (calcification, undersized vessel) likely contributed to the event as confirmed via the provided 3mensio. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. The complaints for liner punctured, sheath liner strand, and strain relief ' damage were confirmed based on the provided device imagery. Available information suggests that patient factors (calcification, undersized vessel) and/or procedural factors (high push force) likely contributed to the event as patient factors were confirmed via the provided 3mensio. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage, punctures. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief ' particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.